Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not reading an ECG signal through the paddles lead and displayed dashed lines. A backup device was available and was used. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device was not reading an ECG signal through the paddles lead and displayed dashed lines. A backup device was available and was used. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicated the issue. The software of the device was updated, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue could not be determined.